Manufacturer narrative:
The event of "capsular contracture, baker grade iii" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii and device deflation.

Event description:
Healthcare provider reported a right side deflation and capsular contracture, baker grade iii. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: the device related to the reported event of deflation and capsular contracture received on august 24, 2022, with catalog number mcghan-360cc. Analysis of the returned device identified: broken shell, broken plug strap, crease fold and red particles outer device. Leak test and microscopic analysis was performed which identified: striated broken on posterior and plug strap, striated opening on anterior, sharp opening on anterior and missing shell. The fill test inspection was performed, the result is no blockage. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a striated broken on posterior and plug strap assessed as surgical damage. A striated opening on anterior assessed as surgical damage. A sharp opening on anterior assessed as an unidentified (tear) opening. Missing shell assessed as inconclusive.

Event description:
Healthcare provider reported a right side deflation and capsular contracture, baker grade iii. The device has been explanted and replaced.